Event description:
The account reported the following: "ercp/sphincterotomy/balloon sweep and placement of 7 french 7 cm stent catheter was performed with cannulation of the pancreatic duct and injection of the pancreatic duct occurring three times prior to selected cannulation of the common bile duct utilizing wire guided assistance through an olympus cannulatome. Sphincterotomy was performed. Just prior to completing the desired cut, the endo-cut was halted while the visual field was cleared and sphincterotome repositioned. When the pedal was tapped to complete the small cut desired, a zip sphincterotomy occurred with suspicion of micro-perforation. Wire access was maintained throughout the exam."